Event description:
During the pta treatment of the pulmonary artery, contrast media leaked from the ultra-thin balloon dilatation catheter. Following advancement of the catheter past the target lesion, the balloon was inflated and the leak was observed. No pt injuries or complications were reported. The pt's status was reported as 'good'.